Event description:
The complainant reported the patient was on impella cp support and after the implant, the patient had multiple episodes of ventricular tachycardia/ventricular fibrillation with multiple shocks. Additionally, the pump was sitting a little deep and the device was repositioned however, the doctor elected to leave a little deep as waveforms and flows are appropriate. The patient continued to deteriorate requiring maxed out epi, levo, and vaso with borderline map. Remained very acidotic and note oxygenating well. Map dropped into the 40s to 50s with suction at all reduced p levels. Threads pulse noted so initiated cardiopulmonary resuscitation. After multiple rounds the family elected to stop life saving measures and the patient passed shortly after.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿